Event description:
It was reported that the physician performed a capsular ligation using panacryl suture threaded on a linvatic anchor. Approximately three and one half weeks post-operatively severe swelling was noted. An accumulation of pus was drained from the site and the patient treated with oral antibiotics. Analysis of the material showed wbc, and debris, but no bacteria. A reaccumulation of pus at the site an unreported length of time later caused the physician to sugically address the event. The cultures of the site taken at this time revealed staph species, but the physician does not believe this organism was the causative agent. Patient put on a prophylactic course of antibiotics. The swelling resolved, no further accumulation of pus was noted. Approximately 3 weeks later the patient presented with synovial inflammation, and physician stated he could see fragments of suture when site examined arthroscopically. Cultures taken at this time were all negative.